Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A "try it" manual function test was performed and the test failed. The receiver case was opened for further evaluation. The pcba board was removed to retrieve the data log. A review of the data log did not observe any errors related to the customer complaint. The speaker resistance was measured and the resistance was out of specification. Functional testing was performed and the test failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.